Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient had three knots in their back where the device was located and it was causing nerve issues. They wanted them removed, but they had anemia and the doctors were working on their blood issues before they could go into surgery. They stated the device moved 5-6 months after they were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the device was defective and they still had pain in their butt cheek where the ins was. The patient stated she was laying in bed and her legs started jumping and she couldn¿t control it. The patient noted they had pain in her right butt cheek. The patient added they suddenly started having very bad pain in her right hip to the right butt cheek area where the ins was implanted. The patient stated she was still having pain in her butt and if she were to sit on a phone, she wouldn¿t be able to tell if she was sitting on it. The patient stated she had to sit on the left side even now because of the pain on the right side. The patient noted when the healthcare professional (hcp) did surgery to remove the ins he told the patient that ¿everything was broke n into pieces¿. The patient was asked if she was referring to the ins or the lead and the patient stated, ¿the whole thing, the whole therapy was broken into pieces¿. The patient noted the hcp stated they had never seen such a thing. The patient noted there were no trauma or falls related to the issue. The patient noted they did not know if the ins and lead were returned for analysis. The patient stated their legs jumped 7-8 months after the implant. The patient stated the pain in the right butt cheek and implant being in pieces began between (B)(6) 2018 when she was in the hospital. The patient noted she had been in the hospital about 5 times and it was not related to the device or therapy. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that thing (device) was broken up into 3 parts. No further complications were reported/anticipated.